Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and a sling was implanted. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures including a mesh removal on (B)(6) 2010. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06421. The same patient is represented in each medwatch.